Manufacturer narrative:
H4: the lot was manufactured between november 7, 2023 ¿ november 9, 2023. H11: the device was received for evaluation. A visual inspection via the naked eye was performed, and a black fiber was found on the exterior surface of the bladder. The fiber was not in the fluid path. A fourier transform infrared spectroscopy test was performed, and the fiber was identified to be cellulose material. The reported condition was verified. The cause is most likely related to manufacturing. Particulate matter not in the fluid path is unlikely to cause harm and does not impact the sterile pathway. Particulate outside of the fluid path does not impact the product delivered to the patient. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a "fiber" was found on the reservoir of a of small volume folfusor. The device contained fluorouracil. This was observed during setup. There was no patient involvement.